Event description:
Pt sent an email stating, he/she developed an "infection" in both eyes while wearing acuvue oasys lenses. The pt wore the lenses on a daily wear basis using optifree express solution. The pt reported, eyes were red and itchy while wearing lenses. The pt saw a family physician at a military hosp, who prescribed medication for the ocular itching (medication unk). The pt discontinued lens wear while using that medication. The pt then resumed lens wear and wore two additional pair of lenses for about 3 days each. The pt reported that his/her lids swelled, eyes were sensitive to light and there was a discharge. The pt was seen by a family physician at the same military hosp clinic and was told he/she had an "infection" in both eyes. The pt said, the physician prescribed erythromycin eye drops and referred the pt to a military optometrist. The pt reported, the symptoms resolved. The pt saw the optometrist 2 weeks later, eyes were healthy and was given a sample of acuvue 2 lenses, which are now being successfully worn. Info was requested from the family clinic, but has not been received at this time. The nature of "infection" is unk. This is being reported as a MDR as we cannot rule out the treatment was given to prevent permanent impairment or damage. The pt purchased the lenses from an internet contact lens provider. The pt sent the lenses back to the internet provider. We contacted the provider and was told they do not keep returned lenses. A device history record will be sent in a follow-up report. We will report any additional info within 30 from receipt.

Manufacturer narrative:
Device labeling singe use or reuse. No conclusion can be drawn.